Event description:
It was reported that during an office check it was found that the right ventricular (rv) lead was in unipolar, and had been in unipolar on the previous visit fourteen months earlier. No polarity switch was noted. It was also reported that on interrogation there were many false episodes that were noise. The polarity was left in unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) heart band 2011 (B)(6). (B)(4).